Manufacturer narrative:
Follow-up # 1 date of submission 07/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/26/2014 with the following results:a review of the black box verified the reported call service alarm. The alarm was not reproduced during testing. Unrelated to the complaint, the audio bolus button was missing. Corrosion was visible on the button contact. The pump failed a leak test due to the missing button. The pump cover was opened and internal moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.